Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l4-s1 with implantation of fixation devices and femoral ring allograft. While the surgeon was adjusting the left screw at l5, the tip of the screwdriver broke off in the screw. The surgeon attempted to retrieve the tip but was unsuccessful. The surgeon was able to place the rods without further incident. No patient injury was reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for evaluation. Visual examination confirmed the tip was broken. The circular material flow and fairly brittle fracture surface is consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.